Event description:
Customer reported a high blood glucose level of 257 mg/dl obtained from both cgm and bg meter. Corrective action included administering a correction bolus via pump, which controlled the level as there was no additional adverse impact. Technical support instructed customer on inspecting the site, tubing, and t:lock connection with findings of large air bubbles that were addressed by priming out air using the fill tubing feature. Customer acknowledged advice and planned to replace supplies as needed to maintain insulin delivery and resume therapy.